Manufacturer narrative:
Investigation summary: bd received 114 samples for investigation (material #366666, lot#0307282). 20 samples were randomly selected and evaluated by functional testing. The indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd seditainer¿ 4nc 0.105m 1.26 ml blood collection tubes there was sample leakage. This event occurred 120 times. The following information was provided by the initial reporter. The customer reports the "tubes are leaking. Blood has leaked and the stopper appears to be leaking. This batch did not draw any blood. The tubes were broken. There were no injuries".